Event description:
It was reported that the customer experienced high blood glucose levels and believed that the insulin pump was not working. The blood glucose reading was 300 mg/dl before bed and when he awoke, it had risen to 500 mg/dl. The customer treated with a manual injection of 10 units of insulin into his leg. Upon troubleshooting, it was found that insulin did exit from the insulin pump during a manual prime, no leak was found, and the device passed the high pressure test. Advised the customer to monitor the insulin pump. He stated that he had had an infection before his blood glucose levels "went crazy" and that he had a cold and cough. Advised that the blood glucose issues could have possibly stemmed from this new box of infusion sets and sent supplies to the customer. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.